Manufacturer narrative:
Investigation description: display damage due to impact.

Event description:
It was reported that an ilet pump¿s touchscreen developed a crack of unknown origin, after which the screen became unresponsive and the user could not unlock or operate the device; the affected component was the touchscreen and the problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information and photos provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.